Manufacturer narrative:
Medtronic received additional information that the site rationale for relating the ae to the procedure is possible chf related low output state ¿ edema. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a concomitant surgical procedure of aortic valve replacement and CABG (number of anastomoses: 3) through sternotomy. The patient also had an aortic endarterectomy. During the same procedure a cryoflex probe powered by a cryoconsole, and a cardioblate lp clamp powered by a valleylab ft-10 generator were used. The left atrial appendage was successfully closed. Left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block was successfully achieved. One day after the procedure, the patient experienced multisystem organ failure, which was treated with an implantable pacemaker, additional medication, a right ventricular device, renal replacement therapy, and a surgical intervention. The patient died four days later. It was reported that the patient continued to have increased lactate levels post surgery. On post-op day 1, a right ventricular device was inserted. Urine output decreased over next 24 hours. Post-op day 2, they received renal replacement therapy. Post-op day 3, they had an external pacemaker implanted for loss of underlying rhythm. The patient continued to have increased lactate, hypotension, and severe pulmonary edema. They had worsening metabolic acidosis. They had multisystem organ failure and was deemed not to benefit from left ventricular support or a mitral valve repair. The adverse event was deemed by the sponsor as possibly related to the procedure and the concomitant procedure, but not related to the study devices. Medtronic received additional information that the adverse event was deemed by the site as possibly related to the concomitant procedure, unlikely related to the procedure but not related to the study devices. Medtronic received additional information that the event that resulted in patient death was assessed by site as unlikely related to the study procedure, possibly related to the concomitant procedure and possibly related to the study devices. Medtronic received additional information that the adverse event is updated as related to the device. It was reported that the rv failure was unlikely related, and the complication was related to the surgery in general, not the ablation component.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.